Event description:
Customer reported that a 240 ml deferoxamine infusion, does 20 gm and programmed using pediatric cca was to infuse over 24 hours, but it completed in 10 hours. Customer requested a log review to help them determine what might have happened and if there is a programming issue or data set issue. There was no report of pt harm or medical intervention. Although requested, ni further pt or event info was provided.

Manufacturer narrative:
MFR's report date: 01/30/2015. (B)(4). The customer requests event log review. The event logs have been received. A follow up report will be submitted with eval results should the logs be received for eval.